Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a sore under the left breast from the lifevest. It was reported that the skin irritation started as a fungal rash and was bleeding. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown, as follow up attempts were unsuccessful.